Event description:
This 48-year-old female underwent bilateral augmentation mammoplasty 18 years ago (1973). She now presents with grade IV capsules and mammographic evidence of ruptured silicone implants. The MFR of the implants is not known to this reporting facility as they were implanted elsewhere. Gross exam: both implants appear to be ruptured.